Event description:
It was reported that a male patient had cataracts in both eyes. Vision at that time was 6/9.5 right and 6/15 left unaided. The left was a slightly weaker eye. After a successful procedure in the left eye which a monofocal technis lens (zcb00, 19.0 diopter) was implanted, the patient was happy with the achieved result of 6/6 vision with minimal correction postop. The patient wanted cataract surgery to the right eye with a lens implant which would enable him to see in the distance and read, so the doctor suggested a synergy implant and the cataract surgery was performed in the right eye. The surgical incision was on the steep axis (total k was 0.94 at126 degrees). During the postop check, the patient was not happy with the quality of the vision in his right eye compared to the left. In a second post op check on the (B)(6) 2022, the vision was 6/12 on the right eye and 6/9 on the left unaided and the patient could only read n12 unaided. The surgeon noted some posterior capsule thickening and offered yag (yttrium-aluminum garnet) laser capsulotomy but advised that lens implant exchange would be very difficult afterwards. The patient opted for lens implant exchange instead as he was never happy with the vision in the right eye compared to the left. On the (B)(6) 2022 vision was 6/7.5 right with 0.25/-0.50 at18 and 6/5 left with -0.25/-0.75 at138. The doctor advised 'wait and see¿ but the vision did not improve. It was indicated that patient's daily activities were significantly affected. Through follow up, it was learned that an explant occurred on the (B)(6) 2022. No further information was provided.

Manufacturer narrative:
Per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: the exact date is unknown, the best estimate is between (B)(6) 2021 and (B)(6) 2022. Initial reporter's telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.